Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 during the administration of intravenous fluids to the patient, blood seeped from the indwelling needle. After the patient panicked and informed the nursing staff, the indwelling needle was replaced, causing the patient pain and resulting in psychological, physical, and financial harm.